Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2011, a vns treating physician reported to the manufacturer's consultant that the vns patient presented with high impedance; dcdc 7, lead impedance = high. The patient's settings that day were output = 1.75ma/frequency = 30 hz/pulse width = 500usec/ on time = 30 sec / off time = 5min/ magnet current = 1.5ma/magnet on time = 60sec/ magnet pulse width = 250 usec. The patient was referred for complete revision surgery. The manufacturer's programming history database was searched and no anomalies were noted. The last system diagnostic test listed was from (B)(6) 2006 which shows output = ok/ lead impedance = ok/dcdc = 3/eri = no. Good faith attempts for additional information from the physician have been to no avail thus far. Though surgery is likely, it has not yet been scheduled. When additional information is received, it will be reported.